Event description:
The clinician reports the implant was inserted (B)(6) 2016 in ada 3. Details of surgery: implant surface not completely covered with bone, sinus augmentation and ridge augmentation. On (B)(6) 2025 loss of osseointegration was verified. Patient presented with bone type IV and fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis, bleeding and inflammation. No further patient complications were reported.